Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the ventilator gave a visual and audible "motor fault" alarm, while the device was on a patient. The patient was moved to another ventilator and there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela power supply assembly, and evaluated the device. An evaluation of the power supply assembly duplicated the reported issue and isolated the issue to a faulty mosfet causing the motor driver board to not power on and give a motor fault.